Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch 2032227-2015-36620 regarding this event.

Event description:
The customer called in regards to multiple sensor error alerts and reported his blood glucose went down to 36 mg/dl, which he treated with food, and the sensor did not alarm to indicate low glucose. The customer stated his blood glucose had been 280 mg/dl and stayed that way for four hours and when he delivered a bolus to treat, all the insulin kicked in at once and blood glucose dropped down quickly. The customer had received lost sensor, calibration error, and change sensor alerts. Troubleshooting was performed and customer was able to calibrate. The sensor will not be returned for analysis.